Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse has been trying to start a new therapy for 30 minutes. The arctic sun device primed and stopped. Disconnected and reconnected pads using proper technique and tried restarting therapy. Device primed and stopped. Guided to diagnostics showed that the system hours were 4433, pump hours were 3823, inlet pressure (ip) was -0.2psi, circulation pump command (cpc) was 100 percentage, flow rate (fr) was 0lpm. They would obtain another device and call back if continued to have issues. No further calls from this account last night.